Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# unknown, product type: recharger. Product ID: 3550-54, serial# unknown, product type: accessory. Product ID: pnma01411a004, serial# unknown, product type: recharger.

Event description:
The patient reported a broken connector pin on the desktop charger and a broken belt. The connector pin looked slightly bent. The stim was turned off, patient was not getting therapy because the recharger was no longer charging to charge the device. The belt broke about a month ago and the recharger connector pin broke in (B)(6) 2016. Other relevant medical history includes spinal pain and cervical radiculopathy. Additional information was received from the consumer on 2016-nov-15. It was reported that the patient had been able to charge their implant by holding the pin in and she received a new desktop charger. It was noted that the patient did not receive a new belt and a new one was requested/sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.